Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the nurses where transferring the patient from the bed to wheelchair. During the positioning of the patient in the wheelchair, the nurse felt a pop on her lower back. The nurse was sent to urgent care and sustained a lower back strain. A joerns associate visited the facility on (B)(4) 2020 and inspected the lift. The lift was determined to be in good working order and was returned to service. Complaint# (B)(4) was entered into our system.